Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional who reported they had no device information and had only seen the patient regarding their bowel issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient their machine needed to be replaced because they had a full tunnel MRI scan. The patient believed there was device damage because following the MRI the device stopped working and they have had bloating and rectal bleeding as well as mucousy bowel movements. The patient reported when they put it on they could feel it one minute and then they couldn¿t, and it was like it was deeper into their skin and it¿s ¿like pushing.¿ the patient stated they went to the emergency room on the 10th of this month because it felt like a contraction in their anal area and they gave the patient morphine. The patient also reported the programmer was no longer communicating with the ins and the patient would like to request a replacement programmer. It was noted the programmer was not communicating with or without the antenna attached. It was recommended that the patient determine root cause of the communication issues before a replacement programmer was sent, and the patient noted an appointment with a new healthcare provider the following day. It was noted the change in symptoms was sudden. No further complications were reported.